Manufacturer narrative:
(B)(4). The device has been rec'd and the investigation is pending. A f/u report will be submitted once the eval has been completed.

Event description:
The customer reported that while an alaris system was infusing on a pt, there was a burning smell in the room and the only devices in the room was the alaris system. The nurse disconnected the pump from the pt and removed it from the room. The biomed who rec'd the devices found them warm to the touch, along with the IV pole. He reported that the iui looked melted and there are signs of fluid intrusion. There was no pt harm or medical intervention. The customer stated that no further pt or event info available.